Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device reached end of life prematurely.